Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer low blood glucose level was 52 mg/dl at time of incident and other blood glucose level was 106 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with drinking juice for low blood glucose. The device will not be returned for analysis.